Event description:
It was reported to boston scientific corporation that during a urethrotomy procedure using a flexiva 1000 laser fiber, the tip of the fiber broke off into pieces and fell inside the patient's bladder. The surgeon was able to remove the pieces of fiber from the patient using an elik evacuator. The procedure date was reported to be around the week of (B)(6), 2011. The laser type is unknown. The laser settings were 1.5 joules and 10 hertz. The procedure was completed with another flexiva 1000 laser fiber without any complications to the patient, who is reportedly "fine" post procedure. Additional follow-up from the customer revealed the fiber was in use for a few minutes before the tip of the fiber broke off into a single piece and fell inside the patient's bladder. The fiber did not break off into pieces. Laser energy from a 100 watt laser was being used with the fiber.

Manufacturer narrative:
Laser energy from a 100 watt laser was being used with the fiber. The patient identifier is unavailable.

Manufacturer narrative:
(B)(4). The complainant reporter added that the device was not used past the expiration date.

Event description:
It was reported to boston scientific corporation that during a urethrotomy procedure using a flexiva 1000 laser fiber, the tip of the fiber broke off into pieces and fell inside the patient's bladder. The surgeon was able to remove the pieces of fiber from the patient using an elik evacuator. The procedure date was reported to be around the week of (B)(6), 2011. The laser type is unknown. The laser settings were 1.5 joules and 10 hertz. The procedure was completed with another flexiva 1000 laser fiber without any complications to the patient, who is reportedly fine post procedure.